Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 901329) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." The patient's medical history included premenstrual dysphoric disorder. Concurrent conditions included body mass index normal, dysmenorrhea, uterine fibroid, leiomyoma nos and adenomyosis. Concomitant products included ethinylestradiol;norgestrel (cryselle-28) for contraception as well as nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) of 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury: depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and complication of device insertion ("failed placement of right coil"). The patient was treated with surgery (hysterectomy (full). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, depression, vaginal haemorrhage, anxiety, weight increased and complication of device insertion outcome was unknown. The reporter considered abdominal pain, anxiety, complication of device insertion, depression, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for menorrhagia and general abnormal bleeding. Discrepancy: plaintiff performed hysterectomy (full) but mentioned in removal details mentioned have you had your essure (or any part of the device) removed? No. Insertion details: 3 coils protruding into the endometrium. Current weight 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 901329) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included premenstrual dysphoric disorder. Concurrent conditions included body mass index normal, dysmenorrhea, uterine fibroid, leiomyoma nos and adenomyosis. Concomitant products included ethinylestradiol;norgestrel (cryselle-28) for contraception as well as nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury: depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). In 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), complication of device insertion ("failed placement of right coil/right ostium was very lateral and we could not put the right essure implant") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage and menorrhagia had resolved and the abdominal pain, depression, vaginal haemorrhage, anxiety, weight increased, complication of device insertion and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, complication of device insertion, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for menorrhagia and general abnormal bleeding. Discrepancy: plaintiff performed hysterectomy (full) but mentioned in removal details mentioned have you had your essure (or any part of the device) removed? No. Insertion details: 3 coils protruding into the endometrium. Current weight 210 lbs. Right ostium was very lateral and we could not put the right essure implant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: event outcome updated for event genital bleeding recovered resolved. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 901329) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included premenstrual dysphoric disorder. Concurrent conditions included body mass index normal, dysmenorrhea, uterine fibroid, leiomyoma nos and adenomyosis. Concomitant products included ethinylestradiol;norgestrel (cryselle-28) for contraception as well as nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury: depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). In 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), complication of device insertion ("failed placement of right coil/right ostium was very lateral and we could not put the right essure implant") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, abdominal pain, menorrhagia, depression, vaginal haemorrhage, anxiety, weight increased, complication of device insertion and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, complication of device insertion, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for menorrhagia and general abnormal bleeding. Discrepancy: plaintiff performed hysterectomy (full) but mentioned in removal details mentioned have you had your essure (or any part of the device) removed? No. Insertion details: 3 coils protruding into the endometrium. Current weight 210 lbs. Right ostium was very lateral and we could not put the right essure implant . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter's information added. Event: outcome were updated to recovered : pain and bleeding .event: post procedural complications were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 901329) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included premenstrual dysphoric disorder. Concurrent conditions included overweight, dysmenorrhea, uterine fibroid, leiomyoma and adenomyosis. Concomitant products included ethinylestradiol;norgestrel (cryselle-28) for contraception as well as nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury: depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and complication of device insertion ("failed placement of right coil"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, depression, vaginal haemorrhage, anxiety, weight increased and complication of device insertion outcome was unknown. The reporter considered abdominal pain, anxiety, complication of device insertion, depression, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for menorrhagia and general abnormal bleeding. Discrepancy: plaintiff performed hysterectomy (full) but mentioned in removal details mentioned have you had your essure (or any part of the device) removed? No. Insertion details: 3 coils protruding into the endometrium. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs received. Lot number was added. New events abnormal bleeding (vaginal), mental anguish, weight gain, plaintiff did not undergo essure confirmation test, failed placement of right coil was added. Updated event psych injury to depression. Concomitant condition , concomitant drug, reporter, patient demographics was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.